Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of damaged black insulation. The instrument was found to have damage of the conductor wire¿s insulation at the distal end. As a result, the internal wires were exposed. Electrical continuity was performed and passed. No thermal damage was observed.

Manufacturer narrative:
Based on the claim against the product by the customer noting insulation damage, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the instrument logs for the fenestrated bipolar forceps (part number 471205-17/ lot number k13220208) associated with this event has been performed. Per the review, fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system serial# (B)(4). The alleged instrument had 7 uses remaining after this last usage. No image or video was available for review. The probable root cause of the damaged insulation has not yet been determined since the product has not been returned for analysis. This complaint is a reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had damaged insulation. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted rectopexy surgical procedure, the fenestrated bipolar forceps instrument had damaged black insulation. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.